Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a leak. The report was not confirmed due to lack of product sample. A batch review was performed with no issues noted. Based on the information obtained from baxter's investigation, the root cause of the reported condition was not determined. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A home patient (hp) contacted baxter (B)(4) to report a leak from the cassette. The hp reported that the problem occurred during priming. There was no reported patient injury or medical intervention. On (B)(6) 2010 (B)(4) product surveillance spoke with the hp who indicated that the leak was coming from the top of the cassette near the patient line.

Manufacturer narrative:
(B)(4). A batch review will be performed for the lot number provided. The sample is not available at this time. Should additional information become available, a follow up MDR will be sent.